Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatches: 1221934-2018-50085, 1221934-2018-50087.

Event description:
It was reported by the sales rep that three of the customer's healix br 3.4mm anchors broke at the tips during a shoulder arthroscopy. The case was completed with the broken anchors. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The breakage occurred during insertion. The broken fragments were not retrieved. The broken anchors were left implanted in the patient. Same bone holes were used to complete the procedure, the implants were left in, the case was completed using the broken anchors.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was not available for evaluation as it was left inside the patient. Therefore, this complaint cannot be confirmed. However, 7 new unopened devices belonging to the same lot were returned to mitek complaints. Out of those, 3 were opened and were evaluated. Visual observation under magnification revealed no anomalies on the 3 anchors and sutures. A device history record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatches: 1221934-2018-50085, 1221934-2018-50087.

Event description:
It was reported by the sales rep that three of the customer's healix br 3.4mm anchors broke at the tips during a shoulder arthroscopy. The case was completed with the broken anchors. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The breakage occurred during insertion. The broken fragments were not retrieved. The broken anchors were left implanted in the patient. Same bone holes were used to complete the procedure, the implants were left in, the case was completed using the broken anchors.